Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial #: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 97792, lot #: hg316nc, implanted: (B)(6) 2018, product type: accessory. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 22-aug-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for unknown indication. It was reported the patient had tingling in the legs after implant. The device was not activated post-op. The implant was uneventful with good lead placement. The patient had a significant history of spinal issues. The healthcare provider (hcp) decided to explant based on the tingling sensation the patient was experiencing and the device was explanted (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) on (B)(4) 2019 indicated that the physician decided not to explant the device because the patient¿s symptoms were going away, and they wanted the device left implanted. The physician stated that there was no hematoma or anything else out of the ordinary to explain the tingling, as the implant was uneventful. The rep stated that they are planning on starting up the patient¿s device on a later date. Additional information received from rep on (B)(4) 2019 indicated that the physician did explant the device late on (B)(6) 2019, and the patient¿s symptoms are now improving. No further complications were reported or anticipated.